Manufacturer narrative:
The balloon guide catheter was returned for analysis. The detachable inflation port was found to be attached. No issues were found with the inflation port. The inflation port was removed and the balloon lumen hub was found deformed. The inflation port was re-attached; however, the port was unable to be properly tightened to the hub. An attempt was made to inflate the balloon; however, due to increased resistance this was unsuccessful. The cause for non-inflation could not be determined at this time. No other anomalies were observed. The catheter was sent to fuji corporation for further investigation. A supplemental report will be submitted when the investigation is complete.

Manufacturer narrative:
Based on the reported information and device analysis, the customer¿s report of ¿no/slow deflation during set up¿ could not be confirmed. Per fuji¿s investigation report, the device was observed to have kinks on catheter body and the lock part of hub was damaged when the detached inflation port was removed. It is possible that the use of highly-concentrated constant media other than the recommended ratio (mixed with saline 50% by volume or equivalent to 150mg / ml iodine) can cause an increase of time before deflation occurs. Another possible cause is that proximal side of balloon may have obstructed the access of constant media temporary due to negative pressure during deflation. The observed kinks and damage of hub can also be the cause of the phenomenon of non-deflation. However, we could not find the particular cause for the reported event. The device could not be tested for inflation or deflation as the catheter lumen was found occluded with dry contrast. The contrast could not be removed. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and the evaluation is in progress. A supplemental report will be submitted with the results at the conclusion of the investigation.

Event description:
Medtronic received report that during the preparation, the balloon was unable to be deflated after the first inflation. Attempts were made by aspirating with a 20 cc syringe but the device was still unable to be deflated. The balloon was replaced with a new balloon which functioned as desired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.